Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that guide wire fracture occurred. The target lesion was located in the circumflex artery. After stenting was performed in the circumflex artery, right coronary artery (rca), and left anterior descending (lad) artery, the guide wire was removed and the physician decided to perform a re-intervention at the distal portion of the circumflex artery. A 182cm luge¿ guide wire was advanced to the circumflex artery but resistance was encountered. When removal of the guide wire was attempted, the distal portion of the guide wire fractured and broke off. Numerous attempts were done to enter the circumflex artery; however, they were unable to pass any device through the vessel. The physician decided to leave everything as they were as there was good blood flow and the procedure was completed. No patient complications were reported and the patient's status was fine.